Event description:
It was reported that, on (B)(6), 2026, while the patient was in (B)(6), the patient was hospitalized at an unspecified healthcare facility for approximately four days. The duration of pod wear at the time of the medical event was not provided. It is unknown whether the hospitalization was related to hypoglycemia or hyperglycemia. No further details were provided. Additional information has been requested, and a supplemental report will be submitted if received.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.